Event description:
Additional information received reported the patient had MRI findings unrelated to the stimulation system that necessitated a consult with a neurosurgeon. The previous issues were believed to have more to do with the MRI findings than they did with the stimulation system itself. The specifics of the MRI findings remain confidential between the patient and the hcp. Until the new pathologies were appropriately dressed, the stimulation system with not be revised.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the impedance issue occurred after surgery. The cause was not determined and it was unknown if it was related to the device. No lead fractures were noted. Reprogramming was noted to have occurred to cover the patient's pain pattern and the patient recovered without permanent impairment. A revision was dependent on the patient's long term outcome. Additional information received reported high impedance greater than 40000 ohms on electrodes 0 and 13, 1 and 13, and 5 and 13. All other electrodes showed up as "xxx" with reference point of 0. The patient was going to get a revision but no date was known. X-rays had been done. The patient was experiencing pain at the lead location. Follow-up was performed to determine if any revision had occurred or been scheduled, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Event description:
It was reported that the one of the leads of the patient¿s implantable neurostimulator (ins) showed impedance values >40,000 ohms except for electrodes #6 and 7. Those electrodes had values of 22,000 and 39,000 ohms, respectively. On the other lead component, impedances values of >40,000 ohms on electrodes #9, 10, 14, 15, and 16 were measured. Electrodes #8, 11, 12, and 13 on that lead had values between 20,000 and 39,000 ohms and it was noted that it appeared that they ¿on their way out as well¿. The patient stated that they had no falls or had any incident related to the high impedance values. The patient did experience less than 50% therapy relief at the location of the leads. The manufacturer¿s representative was able to reprogram the patient using one of the leads to provide bilateral stimulation to their back. It was noted that a revision was likely to occur in the future but nothing had been scheduled at the time of report. Also, the patient did not have a follow up appointment with their physician. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.